Manufacturer narrative:
The reported event of break was confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the helix mechanism identified the helix to be stretched and bent, consistent with procedural damage. The cause of the reported event was attributed to the helix being stretched and bent.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix of the left bundle lead became elongated during repositioning. The lead was not used and was replaced during the procedure. The patient remained stable throughout.